Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/30/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm (max air exceeded) occurred on an amia automated pd system. This alarm occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. Renal therapy services (rts) assisted the patient with clearing the alarm, ending the therapy session, and removing the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.